Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed that the device appeared to be missing most of the distal components, but the primary anchor had not been fully deployed. A visual inspection revealed that the device was missing the outer eyelet. The inner screw was present, and the anchor was standard. There was debris on the device. A functional evaluation concluded that the device could advance the anchor as specified. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical investigation concluded that no relevant clinical information was provided. According to the report, the anchor failed to fix, and the hole size widened. Based on the information provided, the surgeon completed the procedure without a significant delay using a back-up device in an additional bone hole. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arcr procedure, when the shaft was pulled out after the outer healicoil anchor was fixed, it did not come off and came out from the bone hole with the shaft. Due to the anchor failed to fix, the bone around the bone hole flew and the bone hole size widened. The procedure was completed without significant delay using a back-up device in an additional bone hole. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.